Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported intermittent signal failure. Additionally, the sensor was used with a rc25-12 rainbow patient cable on a philips x2 monitor. There are no error messages. The sensor intermittently stops working. The red light turns off and the waveform on the monitor stops. No known impact or consequence to patient was reported.